Event description:
It was reported that the patient's leadless pacemaker was found in backup mode upon interrogation during a follow-up check. The device was re-programmed back to its previous programmed settings. There were no patient consequences.